Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed a dim, fading, discolored display screen. Unrelated to these issues, the keypad was found to be torn near the ok button. All of the keypad buttons responded appropriately. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015